Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. An x-ray confirmed the conductor was intact. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the no pacing output observation.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was placed in the apex of the ventricle, with normal r-wave and pacing impedance measurements; however, no pacing was observed. The lead was repositioned several times but it was not possible to stimulate the cardiac tissue, even at an output of 10v. The lead was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was placed in the apex of the ventricle, with normal r-wave and pacing impedance measurements; however, no pacing was observed. The lead was repositioned several times but it was not possible to stimulate the cardiac tissue, even at an output of 10v. The lead was not implanted. No adverse patient effects were reported.